Manufacturer narrative:
Report source: (B)(6).

Event description:
Information was received indicating that a cadd-ms 3 infusion pump was not allowing infusion it was discovered the pump was no longer set-up even though the pump was used three days prior.

Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that a cadd-ms 3 infusion pump was not allowing infusion it was discovered the pump was no longer set-up even though the pump was used three days prior.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the pump was in good condition with no appearance of any physical damage. A review of the event history log (ehl) was not applicable. During the functional testing the reported issue was able to be duplicated. The printed wiring assembly (pwa) board was not functioning properly. The root cause of the issue could not be determined. Replaced the pwa board.